Manufacturer narrative:
Additional information was received on 31-jan-2007 from the physician. The pt was identified as a female. The pt's medical history was significant for 27 yrs of severe osteoarthritis with joint narrowing and osteophytes, knee effusion, and treatment with steroids and nsaids. It was reported that the pt received three injections of synvisc into the left knee in 2006. After the first synvisc injection, the pt experienced increasing knee pain which resolved three days later. Four days later, the date of the second synvisc injection, the pt again experienced knee pain and was administered a celestone (betamethasone) injection. It was reported that the next day, the pt experienced a red circular inflamed area and swelling at the injection site of the treated knee. One week later, after the third synvisc injection, the pt again experienced knee pain, was administered another celestone injection, and the knee pain resolved on that same day. At the time of this report, the events had resolved. The physician assessed the relationship of synvisc to the events as probably related.

Event description:
Increased knee pain, swelling around injection site on treated knee, red circular, inflamed area around injection site of treated knee. Information was received on 24-jan-2007 from a physician via a nurse regarding a pt (age, sex and initials unk) with an unk medical history, who experienced red circular area on knee, inflamed area on knee and swelling on knee. The pt began treatment with synvisc on an unk date. The pt received an unk number of injections of synvisc into unk knee (s) on unk date (s). On an unk date, the pt experienced a red circular, inflamed area with swelling around the injection site on the treated knee. Additional information was not available. At the time of this report, the pt's outcome was unk.